Event description:
I received botox and juvederm injections on (B)(6) 2024 and experienced a rapid heart rate and a surge of adrenaline during the procedure. Two days later, I began experiencing heart palpitations, increased heart rate, decreased blood pressure, swollen tongue, and throat constriction, which have persisted since then. Upon returning to the doctor who administered the injections, they dismissed the possibility of a reaction. Subsequently, my primary care physician referred me to a cardiologist, allergist, and ent specialist. Despite numerous tests and consultations: the allergist suggested that my symptoms were likely a reaction to the botox but could only be confirmed by administering botox again. The cardiologist did not find any abnormalities. The ent specialist only identified seasonal allergies. Despite these consultations, my symptoms persist, and I have lost 20 pounds since the onset of these issues. I have found support groups online where many individuals have experienced the same reactions.